Event description:
It was reported by the affiliate in belgium that during an unknown arthroscopic procedure on (B)(6) 2023, a rigidfix curve st acl pla cross pin system device was used. According to the report, the drill bit got stuck in the sleeve as the sleeve seemed to be too narrow for the drill bit on the device. Another like device was used to complete the procedure with a delay of two minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter occupation: reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up mewatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection of the device received, the trocar had a lot of wear marks and scratches. The handle distal revealed that the device had been heavily used as striations on the metal surface, it seems to lose the metal shape; it was deformed. Only the trocar assembly was received for evaluation, the rest of the kit was not returned, the condition reported cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number:8l09601, and no non-conformances related to the reported complaint condition were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. A root cause for the issue experienced by the customer cannot be confirmed. The possible root cause for the stuck condition could be related to heavily use and procedural variables, such handling of the device or product interaction during procedure. For the damage in the metal surface can be related when the device being dropped or hitting other metal instruments or excess force being exerted while use. As per IFU, point of entry for the perforation of the trocar and sleeves must always be anterior to the medial epicondyle to eliminate the risk of deviate towards the posterior aspect of the knee by design, the trocars do not cross the femoral tunnel or enter the bone through the other side. Cuffs do not enter the femoral tunnel the entry point for the perforation of the trocar and sleeves must always be anterior to the medial epicondyle to eliminate the risk of deviate towards the posterior aspect of the knee. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.